Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the needle came off from the sensor. The customer's blood glucose was 7.5 mmol/l at the time of incident. The sensor will be replaced and will not be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected three opened/used enlite sensors and inspected insertion needles for burrs/hooks and dull needle tip defects, and none were found. All three introducer needles passed per specifications. Unable to confirm insertion anomaly due to sensors were separated from sensor.